Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional; d9: device returned to MFR ¿ additional; d9: date device returned ¿ additional; g3. Date received by manufacturer - additional; h2: additional information /device evaluation; h3a device evaluated by mfg - additional; h3b: evaluation included - additional; h6: event problem and evaluation codes ¿ additional.